Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer thought that the pump was not delivering basal. The customer's blood glucose level was 175 mg/dl. Review of the customer's pump settings by tandem technical support (cts) showed that the customer's profile settings were accurate. However, cts confirmed from the basal history that the customer had not received any basal. Additionally, it was confirmed with the customer that the insulin was coming out from end of the tubing. Review of the pump history showed that the customer had a basal rate change and the current status was set at 0 unit for basal rate. However, the customer alleged that no changes had been made to the basal rate. Review of the pump data logs showed that changes to the basal rate settings were being made several times from 0 unit to 1.3 units. Additionally, the logs showed that prior to the basal rate change, the logs show that insulin delivery was being stopped. Multiple attempts were made by tandem technical support to confirm if insulin delivery was being inadvertently stopped by the customer; however, no further information was provided.